Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-21432 and -21440. It was reported the pt experienced drainage at the old lead incision site approx a month after his lead revision procedure (reference MFR report: 1627487-2013-17381). It was reported the physician went through the old lead incision site to explant the leads. Subsequently, cultures revealed the pt had a staph infection. As a result, pt was hospitalized and placed on intra-venous antibiotics in addition to being put on a wound vac. The pt was discharged from the hosp, with continued use of antibiotics. The old explanted leads are being reported as device 2 and 3.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.